Event description:
The account alleges that the brake will engage, but it will not hold. No injuries were reported.

Event description:
Customer alleged that "//98" appeared on the display of the compact plus system when running a control test. Customer discovered the alleged display issue when she called the manufacturer. No actions or treatments were reported. No adverse event reported. A request was made for the return of the suspect device, and a replacement was sent.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.